Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely mechanism causing the reported event might be the following: 1) a force beyond the strength resistance was applied to the balloon when retrieving foreign materials. 2) the fixed area at the rear end of the balloon broke, and it was displaced to the distal end. 3) a hole for inflating and deflating the balloon blocked. 4) the balloon could not deflate. The event can be prevented by following the instructions for use which state: " (gw8713 rev32). ·do not use the balloon catheter to retrieve a calculus that is larger than the fistula or lumen size. Doing so could cause patient injury such as bleeding or mucous membrane damage. It could also burst the balloon or cause the balloon to become stuck in the fistula or lumen, resulting in the distal end of the instrument breaking off and remaining inside the fistula or lumen. ·the volume of the air in the balloon should not exceed the parameters specified in the tables in chapter 8, ¿specifications¿. Otherwise, the balloon may burst or may not deflate properly. When the balloon does not deflate, do not operate the balloon catheter with excessive force. Otherwise, the distal end of the instrument may break off and could remain inside the patient. ·do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. ·if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the intended procedure was finished with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the disposable balloon catheter water could not be removed from the balloon. The issue occurred during an endoscopic watanabe spigot procedure. There were no reports of patient harm.